Manufacturer narrative:
(B)(4). The patient was in good condition and the vessel was patent; however, the patient was sent to surgery to remove the detached tip. There was a reported clinically significant delay in the procedure due to the surgery to open the lower limb to remove the detached tip. The tip was successfully removed during surgery without any issues. The patient was doing fine post surgery and was discharged to home on (B)(6) 2014. No additional information was provided. No pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip detachment was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the supera instruction for use (IFU) recommends that a vessel diameter of 3-4 mm should be pre-dilated to 4.7 mm for the outer diameter of the selected 4mm stent. It was reported that the user exercised the thumb slide several times after stent deployment to be sure the stent was free from the delivery system. This practice is not per the IFU and is discouraged as doing so may result in snagging of the stent and moving the stent from the deployed location and subsequent tip detachment. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial report, cine review revealed the stent diamond pattern indicative of elongation. The conclusion of the cine review indicates the cause of tip detachment was unprepared totally occluded vessel resulting in stent elongation and tip detachment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a lesion in the proximal superficial femoral artery (sfa) via femoral access with mild calcification, moderate tortuosity and 100% restenosis. The vessel diameter was 3-4 mm and ipsilateral access as an antegrade approach with 6 fr sheath. The vessel was not prepared as a percutaneous transluminal angioplasty was performed the day before at the same location with an unspecified 4x40 balloon catheter with sufficient result; however, total thrombotic occlusion had occurred. A supera veritas self expanding stent system (sess) 80 cm was advanced and implanted without any unusual resistance during advancement and withdrawal. Reportedly, the physician confirmed under fluoroscopy that the stent was deployed from the device prior to initiation of device withdrawal procedure. The tip was noted during implantation; however, the physician pulled back and locked the thumb slide before withdrawing the sess and once the sess was outside of the patient anatomy the tip was noted to be missing. However, during deployment the tip moved back and forth in the vessel. The stent was deployed but during deployment the tip then finally separated. Reportedly, the physician saw the proximal end of the stent exit the outer sheath before the thumb slide was retracted proximally and locked and the thumb slide was exercised proximally and distally multiple times after stent deployment before locking the thumb slide in the proximal position. The delivery system withdrawal was not viewed under fluoroscopy, the stent did not move from the deployed location and no portion of the stent was deployed inside the introducer. An x-ray of the leg showed that the tip was stuck in the tibiofibularis trunk.